Manufacturer narrative:
It was communicated that device will not be available for investigation and that product, surgical and patient details will not be made known.

Event description:
It was reported to us that revision surgery of tha occured due to fracture of an alumina ceramic head. Revision involved femoral head, liner and acetabular cup.